Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a dilatation procedure. According to the complainant, during the procedure, the balloon would not inflate inside the patient. It is unknown if the balloon ruptured. Diluted contrast dye was used to fill the balloon and kidney stones were present. It was reported that no balloon fragments detached. The procedure was completed with another uromax ultra balloon dilatation catheter. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A visual and tactile examination of the returned uromax ultra dilatation balloon catheter revealed no damage was noted to the shaft of the device. The balloon was not folded or wrapped around the shaft of the device and was partially inflated with air. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure (rbp) when a leak was noted. Microscopic examination of the balloon revealed a pinhole had occurred in the balloon material 5 mm distal to the distal edge of the proximal marker band. Several scratches were also noted on the balloon material. No other issues were noted with the device.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a dilatation procedure. According to the complainant, during the procedure, the balloon would not inflate inside the patient. It is unknown if the balloon ruptured. Diluted contrast dye was used to fill the balloon and kidney stones were present. It was reported that no balloon fragments detached. The procedure was completed with another uromax ultra balloon dilatation catheter. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "good."